Event description:
The customer reported that erroneous low high-density lipoproteins (hdl) cholesterol, triglycerides, amylase and lipase patient results were generated from a unicel dxc 800 synchron system for an unknown number of patients. No actual initial or repeat patient results were provided by the customer so the date occurrence, and scope of patient involvement is currently unknown. The customer initially reported having cartridge chemistry sample delivery subsystem motion errors. A beckman coulter inc. Representative advised the customer to perform routine troubleshooting which included priming the auto gloss, shutting down the system and checking the caps for cuts and auto gloss. The routine troubleshooting appeared to resolve the issue, however upon running calibration and then testing patient samples, the customer indicated that the erroneous patient results were generated. The erroneous patient results were not reported outside of the laboratory and hence there were no reports of death, serious injury or modification to patient treatment associated with this event. Upon repeat on another instrument, higher high-density lipoproteins (hdl), cholesterol, triglycerides, amylase and lipase patient results were generated which were regarded as valid. No patient specific information, sample collection/handling information or instrument analyte performance information was provided by the customer.

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2012 for the event the issue was caused by the smart module assembly. The field service engineer (fse) replaced the module and completed all related alignments. A post repair quality control assessment generated acceptable results. The instrument was returned back into operation after the completion of the necessary and verified repairs.